Manufacturer narrative:
Inconclusive - investigation in progress.

Event description:
Customer states: after 3 days use on a patient at hospital, a nurse confirmed the cuff was automatically deflated. Customer states no patient harm however, the information suggest that extubation of the device was required. Covidien is attempting collect further details surrounding the circumstances related to this report.